Event description:
It was reported that a patient presented with grade 5 mixed tricuspid regurgitation (tr); with prolapsed septal, anterior, and posterior leaflets; and a dilated annulus and right atrium (ra) for a triclip procedure. The valve target was the anterior and septal leaflets (as), and the posterior and septal leaflets (ps). It was noted that there were no issues with visualization or imaging. The first xtw [40321r1012] was placed commissural as. Leaflet insertion assessment (lia) was confirmed and the clip was deployed. A jet remained central as. A second xtw was placed central as. Lia was confirmed and the clip was deployed. After deployment, the first xtw became mobile and slipped off the anterior leaflet, a single leaflet device attachment (slda) was observed. A third xtw was prepared. The third clip attempted to grasp central as and pulled the anterior leaflet from the second clip, resulting in a second slda. A clip-to-clip interaction was observed between the third and second clip. The third clip could not maintain capture of the anterior and septal leaflets, despite several attempts. A chordal rupture of the septal leaflet was observed after attempts to capture, and the third clip was removed. Post-procedural tr was grade 5. The patient was stable throughout the procedure and there was no clinically significant delay. Per the physician, both instances of slda were due to the friable leaflets

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported migration and slda appear to be related to patient condition (friable leaflets). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.